Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for 6 days for peritonitis manifested by cloudy drainage, sore stomach, and vomiting coincident with peritoneal dialysis (pd) therapy. A polyp was found on the top of the bowel, which had broke and leaked into the peritoneal cavity. The patient was treated with 2 tablets of antibiotics and 6 capsules of antibiotics once daily and 3 capsules of another antibiotic for a week. Drain samples were tested daily and were free from anything in the bag. The cause of the peritonitis was unknown. The patient recovered from the event of peritonitis and polyp on the top of the bowel. No additional information is available.